Manufacturer narrative:
The esu was returned and thoroughly evaluated. The generator was found to be functioning as intended. Specifically, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved in the reported event. However, it appears that upon removing a polyp, the remaining bowel wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was perform in 2009 with the involved medical staff at the hospital. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu was used in a routine colonoscopy to remove a 5mm hyperplastic polyp from the rectum. The settings were forced coag at effect 1, 25 watts. After the procedure the patient went home, but wo (2) days later returned with abdominal pain and an elevated white count. A well contained perforation was discovered and surgery was performed to address the situation. The patient is now doing well.